Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: (B)(4).

Event description:
The customer reported a false positive result for three staff members with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021. The sample type was not available by the customer. Confirmation pcr testing was performed and generated a negative result for all three staff members. The date of confirmation pcr testing was not provided. The customer stated that all three staff members were asymptomatic. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses lot 138298 for 2 of 3.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, d3, d5, e1, e2, g1, g2, g3, g6 and h2. Update to g2: report source should be health professional.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 138298 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 138298, test base part number 195-430h / lot: 138298. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 138298 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to the specific patient samples.